Event description:
Caller reported inform ii blood glucose results hi, which on the system indicates a result in excess of 600 mg/dl, and 238 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.